Manufacturer narrative:
(B)(4). Reportedly, the patient is under the age of 18 years old. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients younger than 18 years of age. Reportedly, there was a venous sheath next to the arterial sheath during closing. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The link broke near the swage end of the posterior cuff, confirming the reported needle to cuff miss. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional venous, pediatric, melody valve procedure, pre-close placement of the suture was attempted in the left common femoral artery using a proglide device. The arteriotomy was 14f. Reportedly, a cuff miss occurred. The suture of a second proglide device was preplaced using the preclose technique. Two sutures were successfully preplaced using the preclose technique. The sheath size remained 14f for the interventional procedure. When the venous, pediatric, melody valve procedure was completed, the two preplaced sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is reported the physician is trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.